Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported difficulty visualizing the clip appears to be related to patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr), rotated heart and thin leaflets for a mitraclip procedure. During the procedure, imaging was sub-optimal due to patient's complex anatomy. Two mitraclips were successfully implanted. Post deployment, the second clip had single leaflet device attachment(slda) from the posterior leaflet. Per the physician, slda was due to leaflet tissue being thin and fragile. The mr was reduced to grade 3-4 post procedure. There was no clinically significant delay or adverse patient effects reported.